Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the femoral component and subsequent pain. However, this cannot be confirmed because the component was not returned for evaluation. Concomitant device(s): - truliant tibial ps insert (cn: unkown, sn: unknown). Corrections made, patient is male and not female.

Manufacturer narrative:
Concomitant medical products: truliant tibial ps insert (cn: unkown, sn: unknown) pending engineering evaluation .

Event description:
The patient complained of pain. The surgeon planned to do a synevectomy and poly swap to address patient complaint of pain. Following synevectomy and removal of poly the surgeon utilized a bone tamp to ensure the implants were stable. The femoral component was loose and came off easily with no cement adhesion to the prosthesis. Following removal, cement was removed from distal femur. The femur was then prepared utilizing traditional instrumentation (distal clean up cut, 4 in 1 block, trial placed, and ps box prepared). A primary size 3 femoral component was then implanted utilizing palacos cement. The patient left the operating room with a well-balanced total knee replacement.